Event description:
It was reported that the balloon leaked. A 10/3.75 flextome cutting balloon was selected for use. During preparation of the catheter, a liquid leak from the balloon was noted. The procedure was completed with another of the same device. No patient involvement were reported. The device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located at the distal end of the proximal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no issues with the hypotube which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Manufacturer narrative:
Sud reprocessed and reused: no.

Event description:
It was reported that the balloon leaked. A 10/ 3.75 flextome cutting balloon was selected for use. During preparation of the catheter, a liquid leak from the balloon was noted. The procedure was completed with another of the same device. No patient involvement were reported. The device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located at the distal end of the proximal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no issues with the hypotube which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.